Manufacturer narrative:
All fields showing "ni" were completed as such because information was not available from the journal article. No information was received from the articles' authors. Journal article: j. Kadoua, f. Coenenb, p. Vincenta, a. Forouzanfarda and i.m. Colinc, surestimation de la glycémie capillaire chez des patients diabétiques, insuffisants rénaux et traités par dialyse péritonéale : un piège à éviter. Journal européen des urgences 23(4)(2010), pp. 89-92. The event occurred in (B)(6). Device will not be returned.

Event description:
Journal article reports that a peritoneal dialysis patient, using the dialysate extraneal (a labeled interferent for most accu-chek test strips), was transported by ambulance to the emergency room due to general health degradation and confusion. Prior to admission, emergency medical services had tested patient's blood glucose, on an accu-chek sensor system, with a result of 88 mg/dl. Report notes that, shortly after admission, patient's condition "deteriorated alarmingly at the neurological level." Patient's confusion worsened and he lapsed into a coma. An additional blood glucose test was performed, on an unspecified monitoring device, with a result of 128 mg/dl. A brain scan revealed ischemic sequelae in patient's left parietal lobe and preexisting sequelae in the frontal and supra-segmental occipital lobe. Report states that, 1 hour and 40 minutes after admission, patient's score on glasgow coma scale was downgraded to 9, from initial assessment of 3. Report indicates that patient was subsequently intubated and placed on assisted ventilation. At an unspecified time, a blood sample was collected from the patient and when tested on a laboratory instrument, returned a glucose result of 37 mg/dl. Based upon this result, the patient was treated with 15 grams glucose, intravenously, after which neurological status rapidly improved. Patient was transferred to the intensive care unit and extubated 12 hours later. Report indicates that patient condition evolved favorably with no additional sequelae. The journal article did not indicate when patient was last dialyzed prior to admission. No product was returned to the manufacturer for evaluation.